Manufacturer narrative:
Follow-up #1: date of submission 6/24/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: no defect was found. Unable to duplicate the complaint. The last basal delivery and the last bolus delivery were on 04/15/2015. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the complaint, the battery compartment is cracked below the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged an inaccurate delivery issue. The patient reportedly has a blood glucose (bg) of 407 mg/dl with nausea, and has lost confidence in the pump. During troubleshooting, customer support found that the time/date were accurate, the basal and bolus histories were as expected, but that the basal settings had been programmed incorrectly. The bg excursion does not meet the animas criteria for a reportable adverse event. This complaint is being reported due to the allegation of inaccurate delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.